Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported insulin pump had a blank display after receiving replace battery alarm. Troubleshooting was performed but the issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue using the device and was advised to revert to the backup plan as per healthcare professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. No blank display noted. The pump passed the sleep current measurement, active current measurement, self test, and displacement test. A test p-cap locks properly into the reservoir compartment, however, a partially broken retainer, missing reservoir tube o-ring, and cracked reservoir tube lip were noted during testing. Successfully downloaded the trace and history files using thus. A review of the pump history file reveals there were multiple battery removals and installations on the event date, 2/17/2024, however there were not any change battery fault (replace battery) alerts or off no power (replace battery now) alarms found. The pump was cut open for visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, force sensor, and inside the battery tube. The following were noted during the physical inspection: scratched case, partially broken retainer, missing reservoir tube o-ring, dog chew marks on the reservoir tube, cracked reservoir tube lip, cracked select button keypad overlay, stained keypad overlay, keypad overlay texture damage, stained and faded serial number label, faded end cap address label, pillowing keypad overlay, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Blank display and replace battery alerts/alarms are not confirmed. Moisture damage was found during a visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.